Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet intermittently displayed a spinning circle and then a blank gray screen, temporarily resolving when placed on the charger, and later failed to pair with a dexcom g7 after a device replacement; troubleshooting included charger replacement, device charging, shutdown, firmware/restart guidance, cgm pairing attempts, and ultimately device replacement. Symptoms included no adverse clinical effects and no changes in blood glucose management reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting over the phone and replacement of the device for further assessment. Investigation of this case revealed a persistent display and user interface malfunction consistent with an unresponsive or frozen screen and connectivity difficulty with the cgm. It was concluded that the device exhibited a malfunction of the hardware or software display interface, with root cause undetermined. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.